Event description:
While an arthroscopic shoulder procedure was in progress, the loose body forceps that was being used, broke in the shoulder. No other problems were reported and the pt was not injured.